Manufacturer narrative:
The catalog number and lot code were not provided. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the accolade tmzf #4 stem sat approximately 3-4mm proud.

Manufacturer narrative:
An event regarding seating height involving an accolade rasp was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as devices were not returned for evaluation. -medical records received and evaluation: there were no medical records provided for review by a clinical consultant. -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that the accolade tmzf #4 stem sat approximately 3-4mm proud.